Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, and technical support replaced the pump.